Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It is alleged that the patient underwent a total left knee replacement on (B)(6) 2009 where he was implanted with a stryker triathlon knee. The patient's left knee was revised on (B)(6) 2013.

Manufacturer narrative:
The following device was added to this complaint after submission of the initial MDR report: triathlon cr x3 tibial insert, cat# 5530-g-609, lot # mhkdxv. An event regarding instability involving a triathlon femoral component was reported. The event was confirmed by medical records. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: in this large, active male patient with pcl insufficiency, mid-flexion instability was present with his cr total knee arthroplasty. This is a soft tissue balance problem and the symptoms are not related to the component design, manufacturing or materials. Device history review: indicate all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot referenced. Conclusion: the medical review concluded that: in this large, active male patient with pcl insufficiency, mid-flexion instability was present with his cr total knee arthroplasty. This is a soft tissue balance problem and the symptoms are not related to the component design, manufacturing or materials. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is alleged that the patient underwent a total left knee replacement on (B)(6) 2009 where he was implanted with a stryker triathlon knee. The patient's left knee was revised on (B)(6) 2013.